Event description:
On (B)(6) 2010 baxter-(B)(4) was notified that a tina single device had a fluid leak noted from an unknown area. A baxter field service representative went onsite (date unknown) to repair the device. It is unknown if the leak occurred during patient use. It is unknown if there was any patient injury or if medical intervention was required.

Manufacturer narrative:
(B)(4). The tina device was evaluated and the reported condition: of a leak on the machine was confirmed. The root cause of the reported condition was determined to be a leak from the drain quick disconnect connector. The technician fixed the connector and the device was put back into service.

Manufacturer narrative:
(B)(4). An on site visit was conducted by the baxter field service representative. Upon receipt of the evaluation information a follow up report will be submitted.